Event description:
It was reported that during an unknown procedure, the device misfired. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle, damaged spring cartridge lockout tab. Additional information was requested and the following was obtained: on what tissue type was the device used? Pulmonary artery what location on the tissue was being stapled? On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3 echelon only ¿ during which firing stroke did the event occur? What colour cartridge was being used? White what other colour cartridges were used before and after this event? Before white was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? Yes. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No after use, did each of the triggers and buttons automatically return to their original (pre-fired) positions without intervention? No. If not, please explain what happened: dr managed to get trigger back to original position. Was there any difficulty removing the device from tissue? No. Does the patient have any relevant history of surgical treatments? No. Has the patient recently had radiation or chemotherapy? No. How long has the surgeon been using this device for this procedure (in years)? 12. Was there a recent conversion to ees devices in this account /surgeon? No. The analysis showed that the ats45 device was received in good visual condition and with a tr45w cartridge loaded in the device. The reload was received partially fired 1/10 and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.